Event description:
It was reported that a balloon detached. During a percutaneous coronary intervention (pci), a 6.00mm x 15mm nc emerge balloon was used for treatment, but the balloon became detached. It was noted that the balloon came out of the wire when inflated. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. It was further reported that the 6.00mm x 15mm nc emerge balloon snapped on retraction in the guide (7f ebu 4). It was noted that the vessels were ectactic and the proximal lad was treated with a 5x18 non boston scientific stent. Post dilatation was performed at 6 to 18 atmospheres, and good result was confirmed with intravascular ultrasound (ivus). The balloon was deflated, but would not retract into the guide catheter any further once inside the tip of the guide catheter. The device was given a fair tug, and the shaft snapped near the distal end. An attempt to wire past the device in the guide catheter was made, with a plan to inflate the small balloon and retract the device, but could not wire past the balloon. It was noted that all of the equipment was removed as one. This was noted to be slightly inconvenient as the mid lad cto had previously been successfully wired, and the severe proximal lesion was just secured before treating the cto. A new guide was selected and the cto was wired once more. This attempt was noted to be easy as a microcatheter had made a track. It was noted that inflating a balloon of this size to high pressure would prevent it from folding up again. The patient was reported to be fine. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc emerge mr balloon catheter. The device was visually and microscopically examined. The hypotube of the device had numerous kinks. The shaft was separated 123.4cm from the strain relief. The separated ends were jagged and rough indicating the shaft was torn apart. The inflation lumen was stretched for a length of 15.8cm. There was blood present in the guidewire lumen. At 48mm from the tip of the device the guidewire lumen was buckled for a length of 1mm. Blood and contrast were present in the loosely folded balloon. Product analysis confirmed the reported events as there was separation to the device. The device also had numerous kinks, stretched shaft, and buckled guidewire lumen. The reported removal difficulties were confirmed as the inflation lumen was torn and separated indicating there were difficulties in the process of removal.

Event description:
It was reported that a balloon detached. During a percutaneous coronary intervention (pci), a 6.00mm x 15mm nc emerge balloon was used for treatment, but the balloon became detached. It was noted that the balloon came out of the wire when inflated. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. It was further reported that the 6.00mm x 15mm nc emerge balloon snapped on retraction in the guide (7f ebu 4). It was noted that the vessels were ectactic and the proximal lad was treated with a 5x18 non boston scientific stent. Post dilatation was performed at 6 to 18 atmospheres, and good result was confirmed with intravascular ultrasound (ivus). The balloon was deflated, but would not retract into the guide catheter any further once inside the tip of the guide catheter. The device was given a fair tug, and the shaft snapped near the distal end. An attempt to wire past the device in the guide catheter was made, with a plan to inflate the small balloon and retract the device, but could not wire past the balloon. It was noted that all of the equipment was removed as one. This was noted to be slightly inconvenient as the mid lad cto had previously been successfully wired, and the severe proximal lesion was just secured before treating the cto. A new guide was selected and the cto was wired once more. This attempt was noted to be easy as a microcatheter had made a track. It was noted that inflating a balloon of this size to high pressure would prevent it from folding up again. The patient was reported to be fine. No further patient complications were reported in relation to this event.

Event description:
It was reported that a balloon detached. During a percutaneous coronary intervention (pci), a 6.00mm x 15mm nc emerge balloon was used for treatment, but the balloon became detached. It was noted that the balloon came out of the wire when inflated. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.